Event description:
It was reported that during device changeout, both epicardial leads appeared to have an area on the outer insulation that seemed to be "wearing away" (degradation). The area was under the device and between the redundant lead length. Impedances were stable. The ventricular lead threshold had risen in the past and was stable at 2v @ 0.4ms, which was within an acceptable range. Silicone was used to repair the "rubbed" insulation, and the leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.